Event description:
An alarm issue was reported with the freestyle libre 2 reader. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia and a loss of consciousness and paramedics were called. Upon arrival of the paramedics, customer was administered intravenous glucose for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader ((B)(6) ) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed, and all alarms presented were for glucose values below of the threshold range. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 reader. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia and a loss of consciousness and paramedics were called. Upon arrival of the paramedics, customer was administered intravenous glucose for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.